Manufacturer narrative:
Info was not provided on initial report. Additional info has been requested. MFR, 510k/PMA number and MFR date cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Click'x hardware implanted at l4 - s1 was explanted.